Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient charged to 100% on (B)(6) 2017. The patient stated that today their ins battery charge level was still 100% and they were concerned about that. The patient verified that both their recharger and their programmer were showing 100%. The patient had an appointment scheduled with the doctor for tomorrow. No patient symptoms or further complications were reported as a result of this event.